Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported by the patient that in 2006, their implantable cardioverter defibrillator (ICD) parameters had been set up incorrectly and the patient had to visit the emergency room when they were inappropriately shocked three to five times. Follow-up with the clinic revealed that the patient had been seen in the emergency room in 2006 after receiving five inappropriate shocks for "sinus rate crossover." The ICD was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.